Manufacturer narrative:
Additional information has been requested, and if provided, will be submitted in a supplemental.

Event description:
It was reported that during a mis case the surgeon used the awl with a k wire to make a pilot hole. He turned the awl a few turns and removed the instrument. Once removed, it was discovered that the tip of the awl was nicked and broken. The surgeon expressed confidence that there was not harm to the patient.